Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was emitting beeping tones. The device was checked and was found to have a battery depletion (bd) error. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed the battery appeared to be depleting more quickly than expected. Technical services (ts) discussed the device replacement interval. No adverse patient effects were reported. The device remains in service.